Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-01554. It was reported that balloon rupture occurred. The occluded target lesion was located in the obtuse marginal. A 2.50mmx12mm nc emerge® balloon catheter was advanced for dilation. However, on the first inflation at less than 10 seconds, the balloon ruptured. Another 3.00mmx12mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at approximately 10 atmospheres, the balloon ruptured after being inflated for 5 seconds. No segment of the balloon was detached inside the patient after the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.